Manufacturer narrative:
Evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was broken preventing communication between the electrode belt and the monitor. The root cause for the broken trunk cable connector cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken connector on the electrode belt. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt's trunk cable connector was broken. The last pt to use this electrode belt did not report any problems.